Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer was in the hospital and the insulin pump did not seem to be working well. The customer reported that the insulin pump had no errors. The patient was in the hospital since (B)(6) 2017 and right now was in rehabilitation facility due to the flu and an infection. The customer was having issues with controlling their blood glucose. The customer's blood glucose was 196 mg/dl. The customer's most recent blood glucose was 224mg/dl. They gave 11 units with the insulin pump but their blood glucose did not drop. The insulin pump will not be returned for analysis.